Manufacturer narrative:
Analysis of programming history.

Event description:
It was initially reported that the pt's generator was showing ifi = yes which the physician felt was too soon. The programming history date from the MFR's programming history database was reviewed. It was discovered that on (B)(6) 2010, that pt came in set to 0 ma due to asic latch-up condition. The cause of the asic latch-up condition is unclear at this time and if it may have contributed to the ifi = yes occurring. The pt's previous interrogation was noted to have occurred on (B)(6) 2009. There was no trauma or surgeries that the physician was aware of during that period. The physician was unaware of any other physician that the pt may have been seeing during that time. The pt did not mention to the physician not feeling stimulation and did not experience any adverse events during that time. The pt is having a prophylactic generator replacement. The physician understands that ifi = yes does not indicate that the generator is at end of svc, but since it reached that point faster then he thought it should he elected to replace the generator. Good faith attempts for more info have been unsuccessful to date.